Event description:
Ous MDR - the physician found a hm alert of vf detection with shock aborted and called the patient today for an in office visit. The egm show noise on the rv and ra channel probably due to lead failure. The physician decided to reprogram the device prolonging vf counters and deactivating all therapies in vt zone ( single vf zone programming). No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.